Manufacturer narrative:
Customer has been advised to perform following actions; to get samples from 3 patients and run those samples 3 times on dca analyzer. Sent same sample to reference lab run positive and negative qc blow instrument with canned air. Customer indicated that they will perform suggested actions. The cause for the discordant hba1c result is unknown.

Event description:
Customer reported falsely elevated hemoglobin a1c (hba1c) result on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
This customer experienced greater variation than is typically observed on the dca vantage on two different lots (0923 and 0941). The lots were manufactured over a month apart on 2015-04-03 and 2015-05-17 respectively, and therefore there is no indication that this issue is due to a cartridge manufacturing related defect. The customer declined to return cartridges for investigation from either lot. They have indicated that the system is operational and they no longer intend to pursue the issue or troubleshoot further and have requested that no further contact take place. Siemens product is performing as intended.